Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab has identified one of the splines had electrode damage (sharp edges). It was initially reported by the customer that when the physician pulled back the sl1 agilis sheath containing the pentaray nav high-density mapping eco catheter, one of the splines of the pentaray nav high-density mapping eco catheter was caught on another sheath that was still in the groin. The catheter was manipulated and was removed without patient consequences. Additional information was received indicating there was no detachment of any components, there was no exposure to any internal components or sharp edges. Based on the event description and the additional information received, the complaint was assessed as not MDR reportable since the device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 12/31/2019, the bwi product analysis lab received the device for evaluation. Initial visual analysis observed one of the splines on the pentaray looks stretched with evidence of sharp edges. The findings were reviewed and assessed as MDR reportable for the electrode damage (sharp edges). This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 12/31/2019 and has reassessed this complaint as reportable.

Manufacturer narrative:
On 2/10/2020 it was noticed that section d11. Concomitant med products section was inadvertently left blank in the 3500a initial medwatch report. This has now been corrected and the sl1 agilis sheath has now been added. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab has identified one of the splines had electrode damage (sharp edges). It was initially reported by the customer that when the physician pulled back the sl1 agilis sheath containing the pentaray nav high-density mapping eco catheter, one of the splines of the pentaray nav high-density mapping eco catheter was caught on another sheath that was still in the groin. The catheter was manipulated and was removed without patient consequences. Additional information was received indicating there was no detachment of any components, there was no exposure to any internal components or sharp edges. On 12/31/2019, the bwi product analysis lab received the device for evaluation. Initial visual analysis observed one of the splines on the pentaray looks stretched with evidence of sharp edges. The findings were reviewed and assessed as MDR reportable for the electrode damage (sharp edges). Device evaluation details: the device was visually inspected and one of the splines was observed stretched and then during a second inspection, some of the electrodes were observed damaged. The catheter outer diameter was measured, and it was found within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since there is evidence that the device was manufactured in accordance with documented specification and procedures, the damage could be related to the manipulation of the device during procedure. Manufacturer's ref #: (B)(4).